Event description:
The lead was explanted due to the lead dislodged. The procedure took at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).